Manufacturer narrative:
The ldhi2 reagent lot number was 88208401 with an expiration date of 31-may-2026. The ca2 reagent lot number was 89895601 with an expiration date of 30-nov-2026.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for lactate dehydrogenase (ldhi2) and calcium gen.2 (ca2) on a cobas 8000 c702 module. Patient 1 initial ldhi2 result was 231 u/l. The repeat result was 320 u/l. Patient 2 initial ca2 result was 6.1 mg/dl. The repeat result was 9.9 mg/dl. The repeat results were believed to be correct.